Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while grasping the leaflets a triclip xtw became entangled within the lateral leaflet and the chordae located beneath the lateral leaflet. Troubleshooting was preformed unsuccessfully and the clip was deployed on both of the leaflets. An additional triclip was successfully placed. The final tr was grade 3. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip entangled with anatomy the reported poor image resolution was associated with challenging imaging. The reported unexpected medical intervention was a result of case specific circumstance the clip was deployed at where it was caught. There is no indication of a product issue with respect to manufacture, design, or labeling.